Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms leading to a linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure including device implantation and hernia repair on (B)(6) 2014. Patient had linx device removed due to ongoing gerd symptoms on (B)(6) 2017. Dr. (B)(6) noted the device "seemed slightly low with respect to the scj (squamocolumnar junction) at surgery" and it was "possible that it tilted". There was a "substantial fibrotic reaction around the device" at the time of removal. A fundoplication was performed immediately after explant.